Event description:
Reporter alleged blood glucose measured in the 180s mg/dl, and customer went to the doctor as a result. It was stated doctor measured glucose to be 80 mg/dl compared to the customers' meter reading of in the 180s mg/dl, when testing was performed within 10 minutes. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.